Event description:
The customer was hospitalized for high bgs and ketones. The set was changed and still bgs were high. The customer took a manual injection prior to the call. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. During the call the customer has been sick for four months and is not sure what is happening. Bgs were high and low. The customer bolused and basals do not equal their daily totals. The basal was changed and the pump was in suspend mode for anywhere from forty-five minutes. The customer also informed that they had been hospitalized twice. A replacement pump was sent.